Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Products: 6935 lead implanted: 2011 (B)(6); 4194 lead implanted: 2011 (B)(6). (B)(4).

Event description:
It was reported that the device battery had a short lifetime. The device was explanted and replaced. It was further reported that a review of the device performance data indicated five alerts for low atrial impedance values. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.